Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (emergency medical service, ems meter). The complaint was classified based on the customer care advocate (cca). The patient detailed that the alleged issue first began (B)(6) 2017 and has been ongoing since. On (B)(6) 2017, the patient obtained an alleged glucose result of 185mg/dl on the subject meter, which he compared to 25mg/dl on another meter performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she takes insulin (self-adjuster) to manage his diabetes and reported that he continued with his usual diabetes management routine in response to the alleged product issue. The patient reported that after the issue began he developed symptoms of ¿passed out, blurred vision and slurred speech¿. The patient stated that on (B)(6) 2017, 6:pm he self-treated by drinking apple juice. At the time of troubleshooting, the cca determined that the correct testing steps were carried out, the meter was set with the correct unit of measure and an approved sample site was being used. The test strips were stored correctly and had not expired. The test strip was neither cracked nor broken the patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.